Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2522702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) deflated after crossing a calcified lesion when it was inserted into an unknown 5f short sheath (11cm). The sheath and device were removed as is, and hemostasis was achieved by manual compression. There was no reported patient injury. After inserting this product into a 5fr short sheath (11 cm) and inflating the balloon, when the device was pulled back several centimeters, it caught on what was thought to be a calcified lesion and was temporarily deflated. After passing the lesion, diluted contrast medium was injected with a syringe to re-inflate the balloon, but the balloon did not expand. The device was used for endovascular treatment (evt) for a below-the-knee (btk) lesion. Additional information was requested but not provided. The device will not be returned for evaluation.